Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing o ring in the reservoir tube.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer stated that the insulin pump was squirting out insulin during manual priming. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.